Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used tandem charging cable, wall adapter, and working wall outlet. There was no adverse impact to the customer's blood glucose level. Customer left wall adapter plugged into working outlet for at least 30 minutes, pump began charging, pump did not shut down, and no further assistance was required.